Event description:
The patient was undergoing a stereotactic breast biopsy. The suros excision system was being used. After collecting a few specimens in the chamber, the probe began to sound different. No additional specimens could be collected and lavage was not possible. Staff could hear that something was wrong and after viewing the chamber (specimens that were collected could not be lavaged) they knew there was a problem. A decision was made to switch probes. After removing the chamber the staff noticed a piece missing. The staff placed the chamber back in and tried to pull slightly. Upon trying this there was some resistance and the tissue was retracting. Another physician was called in to help. The staff compared the apparatus that was in use to an old apparatus, and noticed a piece was missing. The staff believed the piece was stuck in the chamber. A surgeon was contacted. The surgeon tried loosening the apparatus by opening and closing the probe. The probe suddenly slid out. Two post-op x-rays were taken. The physicians determined no part of the device remained in the patient. No hematoma or tearing of the breast was noted.